Event description:
It was reported that during an esophageal stenting treatment procedure, the stent was unable to cross the stricture. An unspecified endoscope was advanced. The target stricture was noted "between 26 and 31 cm". A tracheal fistula was noted "at 28cm". The physician marked the lesion with external radiopaque markers. A 0.038 in amplatz guide wire was inserted. An ultraflex esoph ng dst cvd stn 23x10 stent was selected to treat the target stricture. The delivery system and suture were lubricated and loaded over the guide wire. The physician was unable to cross the target stricture with the stent. The stent was removed. The physician dilated the target stricture with an unspecified "bougies" to diameter of 12mm. The physician made another attempt to cross the target stricture with the ultraflex esoph ng dst cvd stn 23x10 stent but was again unsuccessful. The device was removed and the procedure completed with a non-bsc stent. There were no patient complications reported with the patient's current condition listed as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.